Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low and high blood glucose. Customer's blood glucose during night was low 2.1 mmol/l. Customer's current blood glucose was 24 mmol/l. It was unknown if pump was on auto mode. No medical intervention was required. The insulin pump will not be returned for analysis.